Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider. It was reported that the catheter revision previously reported was performed, because the catheter was no longer in the thecal space.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indication for use was noted as non-malignant pain. The patient's chart from their MRI on (B)(6) 2015 stated that the patient had a catheter revision six weeks ago (from (B)(6) 2015). Diagnostics/troubleshooting performed, patient symptoms, and the reason for the catheter revision were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.